Event description:
Complainant alleged that the staff was attempting to pace a female pt (age unk), but there was no pt movement. There was no pacing stimulus marker shown on the device screen. They were unable to gain capture of the pt's heart rate. The complainant indicated that they were able to obtain another device to pace the pt, and there was no adverse effect on the pt as a result of the reported malfunction.